Event description:
The customer reported the device failed to deliver energy during testing.

Manufacturer narrative:
The customer reported the device failed to deliver energy during testing. The factory had not yet received the device for evaluation, and the complaint is still being investigated. A f-u report will be submitted completion of the investigation.